Event description:
(B)(4). Ovarian cysts, hot flashes, night sweats, loss of libido, long menstrual cycles, uti, twitching, constipation, heartburn, mood swings, suicidal thoughts, sadness, depression, confusion, forgetfulness, mood disorders, ptsd, blood clots, rashes, insomnia, hypothyroid, weight gain, sleep apnea, excessive sweating, dry skin.